Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuoused mid right coronary artery. Upon advancing a 3.00x12mm promus element - drug eluting stent, it was unable to cross the target lesion. Several attempts were done to cross the lesion but all attempts failed. The device was then removed by the physician and upon removal, it was noticed that the edge of the device was deformed. The device was intact when retrieved and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefor,e a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).